Event description:
Pt came to cath lab for recurrent peripheral vascular condition. Smart stents that were implanted in 2001 appeared to have fractured or developed a "hole". This was discovered by cardiologist using fluoro. No apparent negative impact on pt. Stents remained patent.